Event description:
It was reported that during a supply change the ilet insulin chamber connector could not attach because the tubing would not seat fully in the chamber, despite the cartridge not being overfilled and no obstruction seen, and multiple rewinds did not resolve the issue; a replacement ilet was provided and the patient transitioned to backup therapy while continuing cgm use. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected connector interface or cartridge seating issue preventing proper attachment, consistent with a device connection problem at the insulin chamber component. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device-related connection/seating malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA. Form. 483 observations to ensure full reporting compliance.